Event description:
The physician achieved arteriotomy closure using the closer s tsl 6 fr. Device following a diagnostic catheterization procedure. The pt presented to the hosp two weeks later with a staphylococcus infected pseudoaneurysm. A vascular surgeon attempted to repair with a vein patch. The pt subsequently had a septic embolism which required an amputation above the right knee. The pt was in the hosp for a week. The pt seemed to be improving but died of cardiac arrest a week later.